Event description:
The customer reported, during an emergency with the patient, the subject device was physically damaged at the connector. The connector was cracked open and wires were exposed. No endoscope malfunction during use, no patient harm reported, the procedure was successfully completed and no procedural delay. Although no harm was reported, the chain of events is unclear and this is being submitted conservatively as a serious injury and reportable malfunction. Initially, the customer reported the patient was in cardiac arrest during the procedure but the nurse involved later clarified the endoscope was damaged when the patient was taken to interventional radiology (ir). When the patient needed the ir procedure and was hurried out of the room, the nurse packed up the travel cart, failed to unplug the power cord from the wall and failed to disconnect the scope from the processor. The nurse believes the plug must have pulled from the wall and dragged behind the travel cart. Also, the plug got caught on something because it jerked the travel cart to a stop and the endoscope was thrown from the cart and crushed between the doors to the endoscopy unit. The scope was thrown from the cart and was crushed between the doors to the endo unit. The damage to the endoscope was extensive and allowed no way for the scope to be submerged for proper manual cleaning. It was also clear the scope could not be placed in the medivator machine for high level disinfection. The rn wiped the scope down using the proper ¿pre-clean¿ process, wiping the best she could, place it in a scope bag and leave it in the decontamination room. The customer contacted olympus and the olympus representative further advised the endoscope, in the bag should be placed in a hard contacting for pick up on 18jul2022. An intensive travel cart training practices and care of endoscopes was provided to the nurse involved and the endoscopy staff. The training involved the set-up, break down, safety issues, supplies/inventory, and driving the cart to/from both the ICU and the operating room.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The investigation is in process. The device evaluation findings included the following: broken connector, worn glue around lens, play in knobs, adhesive removed, no signs of fluid invasion, label not affixed properly, insulation out of specifications, cut on switch #1, angulation play, dents/scratches, adhesive cracked. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting. This report has been submitted by the importer under this MDR report number 2429304 - 2022 - 00105.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, regarding the scope with a smashed door and casing detached from the connector, it was likely caused by the user not following olympus¿s recommendations for handling, transportation, and/or the environment in which the scope was transported. This issue caused the inability to reprocess the device per olympus¿s recommendation. However, the root cause of the reported event could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿1.4 precautions: an insufficiently cleaned, disinfected or sterilized endoscope and/or accessories may pose an infection control risk to the patients and/or operators who contact them.¿ this supplemental report includes information added to d8. Olympus will continue to monitor field performance for this device.